Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. The pump passed all non-destructive testing. No anomalies were noted in pump logs. (B)(4)

Event description:
It was reported that a patient was having a general increase in spasticity. A dye study on (B)(6) 2014 was normal. After the dye study, the patient had a nuclear medicine study. The nuclear medicine study showed no drug leaving the pump. The patient was scheduled for a pump replacement on the day of the report. It was later reported that the pump was replaced but not the catheter. They aspirated from the catheter after it was disconnected and there appeared to be no problems. The cause of the event was not determined. Additional information received reported that the patient had a loss of therapy. The patient recovered without sequela. The pump was infusing gablofen (baclofen). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available at the time of the report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was later reported that following a pump replacement that occurred on (B)(6) 2014 for normal battery depletion, a problem was noticed right away. The replacement pump had to be replaced after 3 months because drug was not being delivered. The patient was very spastic coming out if recovery. The patient was released home and went through withdrawal. The patient's oral baclofen level was raised and the patient would have a good day, and then would endup back in the hospital. Approximately, (B)(6) 2014 a spiral CT found there was no drug going up through the catheter. They suspected that the catheter had become unhooked. They re-hooked the catheter and 3 days later the patient had a spinal fluid leak. On (B)(6) 2014 they decided to replace the catheter. Following the catheter replacement, the patient developed a swallowing problem and had to be put on a feeding tube. The patient's mother did not think the swallowing problem was related to the pump. During all of this, the patient was exhibiting signs of baclofen withdrawal. Around (B)(6) they did a nuclear test showed the isotope had not moved from the pump and it was determined a new pump should be put in. The pump was replaced on (B)(6) 2015 and since then the patient had been doing fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the catheter replacement was due to failure to aspirate the catheter during side port access. It was clarified that the catheter replacement occurred on (B)(6) 2014. It was unknown where the catheter issue was. A spiral CT was ordered and no dye was seen in the catheter. No catheter segments were left in the intrathecal space after replacement. The patient was admitted to the hospital for dose titration and monitoring. The catheter replacement surgery initially mitigated the issue, and then the patient had a loss of effect and a pump replacement occurred (as previously reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.